Event description:
According to the reporter, on laparoscopic video-assisted thoracic surgery (vats), after firing the stapler, the instrument was handed back to the scrub tech and the tech could not remove the reload off the stapler. A new stapler was opened. Another reload was loaded and fired without problem. When the stapler was handed back to the scrub tech, the tech could not, once again, remove the reload from the stapler. A third stapler was opened. Another reload was loaded and used. When the stapler was given back to the scrub tech, the tech was able to remove it without a problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had bent laminates and was applied over thick tissue causing the interlock to not function properly. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to firing in over indicated tissue. During an over indicated firing the knife laminate(s) can become bent due to stress from the excessive load between the jaws. Upon retraction, the bent laminates will scrape along the inside of the channel adapter, leaving behind score marks. The user may find this retraction to be difficult or impossible. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.